Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during an infusion of insulin the pump keep vein oven (kvo) rate was increased up to 20ml/hour, when the vtbi was reached, even though the kvo is set to 20 ml/hour. There was patient involvement but impact unknown.